Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and functional testing, including electrical safety, calibration and simulated therapy testing, were performed. The device was found to meet product specifications related to the reported problem. Review of the device history and service history found nothing that would verify, cause or contribute to the reported problem. A review of the event history log was unable to find the reported alarm. Upon completion of the investigation, the reported issue and its cause could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a system error 2057 on the homechoice (hc) device, during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.